Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure which was delayed and completed by moving the patient to another room. The philips field service engineer (fse) examined the system onsite and confirmed that the equipment did not acquire images due to an insufficient disk space problem. A full disk message appears, even though they have deleted patients. Review of the system log files showed issues related to image processing pc (ippc), and the cause of the issue is disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. Fse performed a database consistency test, deleted images from the disk, and formatted it, which restored the original disk capacity. However, the same issue reoccurred again, and to resolve the issue, fse replaced both the front and lateral-plane hard disks and installed the operating software. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment did not acquire images due to an insufficient disk space problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.